Event description:
It was reported that a cartridge broke inside the pump chamber; the user removed glass fragments and noted a slight crunching sensation when inserting a replacement cartridge, after which the pump operated without leaks or alerts. Symptoms included no reported adverse clinical effects. Outcomes included continued therapy without interruption. Investigation included customer troubleshooting and education focused on inspecting and removing residual glass and monitoring for leaks or alerts. Investigation of this case revealed a cracked cartridge with potential residual debris in the cartridge chamber, with no functional pump malfunction observed during use. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in a damaged disposable component and subsequent successful field mitigation through thorough cleaning and proper cartridge reinsertion.